Event description:
The remb reciprocating saw was sent for evaluation because it was running on its own. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.